Event description:
Post-op x-rays revealed a trestle self tapping screw had fractured and broke approximately mid-way of the threaded shaft. Both sections of the fractured screw remain entrapped beneath the plates locking mechanism and anchored within the patients cervical vertebrae (c7). The screw was implanted as part of phygens cabo anterior cervical plating system during an acdf (anterior cervical discectomy fusion) case on (B)(6) 2011.

Manufacturer narrative:
Post-op progress reports revealed no anomalies at the time of the initial surgery ((B)(6) 2011) or during the first post-op visit ((B)(6) 2011). Ap and lateral of the cervical spine show well placed instrumentation at c6-7. Patient will return 4-6 weeks and will get flexion and extension views of cervical spine. Call in the interim if any problems arise. Patient is to avoid heavy lifting or bending activities for the next month. (B)(6) 2012 - patient returned complaining of increased pain with hyperextension activities. Patient only seen once postoperatively. Surgeon has not seen the patient since (post-op visit (B)(6) 2011). X-rays taken reveal a broken screw and hardware at c7. Increased interspinous widening between c6 and c7 measures approximately 1 cm. Pseudarthrosis c6-7 (non-fusion). The provided instructions for use (ins-014) state: warnings: the trestle anterior cervical plating system is an implant device used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with this device. Without solid bone fusion, this device cannot be expected to support the cervical spine indefinitely and may fail due to bone-metal interface, metal or bone failure. Based on the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, compliance of the patient, and other patient conditions which may have an impact on the performance and results of this system. Postoperative management: postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: the patient should have a complete understanding of and compliance with the purpose and limitations of the implant devices. The surgeon should instruct the patient on how to compensate for any loss in range of spinal motion due to bone fusion. In the case of delayed union or non-union of bone, the patient must continue to be immobilized in order to prevent bending, dislocation, or breakage of the implant devices. Immobilization should continue until a complete bone fusion mass has developed and been confirmed. Implant devices should be revised or removed immediately, if appropriate, upon a case of a non-union, pseudoarthrosis or if the devices have been bent, dislocated or broken. The trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery. An evaluation is not possible at this time. The fractured implant remains anchored within the patient. The identifying lot number of the suspect device or the date for revision surgery has not been provided. Upon the receipt of additional information or the receipt of the suspect device a follow-up submission will be supplied. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.